Event description:
It was reported 4 bd phaseal¿ injector luer locks n35j had foreign matter. The following information was provided by the initial reporter: "during preparation of treaxin by attaching p120j to its vial and using n35j connected to a syringe, floating matters were found in the drug solution."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 4 bd phaseal¿ injector luer locks n35j had foreign matter. The following information was provided by the initial reporter: "during preparation of treaxin by attaching p120j to its vial and using n35j connected to a syringe, floating matters were found in the drug solution."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution: yes. D9: returned to manufacturer on: 01-jun-2022 h6: investigation summary one protector attached to a vial along with one syringe connected to a injector were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protectors, the protectors fit securely to the vial, and the needle on the protector penetrated the vial stopper properly. During our evaluation, a foreign particle was observed inside the vial. Characterization testing was performed and found the particle was not consistent with material from our membranes, it seems it may be from the rubber stopper of the vial or possible the syringe stopper. A device history review was performed for protector lot 2104123 and injector lot 2104702, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time.